Manufacturer narrative:
Batch review performed on 08-may-2026 lot 2530311: (B)(4) items manufactured and released on 16-feb-2026. Expiration date: 2031-jan-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Additional surgery to fix femoral fracture after 2 days from the primary. Inlay revised as per standard procedure, no other implants revised. The surgeon performed a washout and plated the fracture. A pin and rod were placed to fix fracture causing laxity in the ligaments, so the surgeon revised the insert from a 2r-11mm to a 2r-13mm at his discretion. The surgery was completed successfully.